Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system referenced is filed under a separate medwatch report.

Event description:
This is filed to report that the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 2. The first clip delivery system (cds 71017u280) was advanced to the mitral valve, resistance was felt and it was noted that the shaft of the cds was caught on the anterior mitral valve leaflet. The cds was freed from the anterior leaflet after trouble shooting maneuvers and an anterior flail was noted due to the entanglement. Under fluoroscopy, gripper actuation was not very visible, it is possible that the grippers did not move; thus the clip was not implanted and was removed. A second cds (71017u282) was advanced and grasping was performed without issue, however after gripper line removal the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). Another clip was implanted to stabilize the implanted clip. A total of two clips were implanted, however mr remained at a grade of 2. The patient remains critical. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A thorough review of single leaflet device attachment/slda complaint data was performed which concluded there is no evidence that slda complaints are related to manufacturing. Additionally, a review of the complaint history identified no similar incidents reported from the reported lot. A definitive cause for the slda in this incident could not be determined. However, the reported mitral regurgitation (mr) appears to be related to slda. It should be noted that the reported patient effect of worsening mr, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.